Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed atrial events that appeared to be falling in the blanking period at times appear to be possible functional undersensing. The device remains in use. No patient complications have been reported as a result of this event.